Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced hyperglycemia after ingesting a large quantity of orange juice to treat a perceived low, followed by automated ilet dosing of approximately 3 units every 5 minutes totaling about 15 units, with a reported peak blood glucose of 285 mg/dl and elevated glucose for about 45 minutes; no alerts for prolonged hyperglycemia were noted, and no backup therapy, ketone testing, or medical intervention occurred. Symptoms included hyperglycemia without reported acute clinical sequelae. Outcomes included no functional impairment, no hospitalization, and no need for assistance. Investigation included review of device data and user coaching on hypoglycemia treatment and operational use. Investigation of this case revealed user management factors, including treatment of a perceived low when glucose was above the normal hypoglycemia threshold and pausing insulin, while the system was within the early adaptation period. It was concluded that the event was consistent with hyperglycemia of unclear cause with contributory user actions, and device malfunction was not confirmed. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.